Event description:
It was reported that during a procedure to replace the l4 lead on (B)(6) 2021 (reference 1627487-2021-16921), the l5 lead was eliciting unwanted motor stimulation during testing. As a result, surgical intervention occurred and the l5 lead was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.